Event description:
It was reported that the battery of the device needed daily charging and that cartridges were sometimes not detected after being inserted into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, who declined a follow-up from customer technical support, is currently out of warranty and in the process of obtaining a new device, with no further information obtained regarding the outcome of the event.